Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device data logs revealed error message (sf140) related to alarm priority and (sf180) related to battery charger fault. Connector pins of the main circuit board were damaged. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf180 was due to device operation in a temperature outside of the device specification while sf140 was due to super capacitor electrolyte leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).